Manufacturer narrative:
S/w version = 4.10j retainer ring = black on (B)(6) 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history found: power loss alarm on the event date of (B)(6) 2021 at 20:31:31, 20:31:41, on (B)(6) 2021 at 17:29:23, 17:29:33, on (B)(6) 2021 at 22:50:23, 22:50:34, on (B)(6) 2021 at 02:10:22, and 02:10:33; also, found: replace battery now alarm on (B)(6) 2021 at 20:20:00, 20:30:00, on (B)(6) 2021 at 17:18:00, 17:28:00, on (B)(6) 2021 at 09:28:00, on (B)(6) 2021 at 22:39:00, 22:49:00, on (B)(6) 2021 at 01:59:00, and 02:09:00. Low battery alarm on (B)(6) 2021 at 15:59:00, on (B)(6) 2021 at 12:07:00, on (B)(6) 2021 at 05:13:00, on (B)(6) 2021 at 18:30:00, on (B)(6) 2021 at 21:42:00, on (B)(6) 2021 at 19:56:00. Insert battery alarm on (B)(6) 2021 at 09:33:03. Replace battery alarm on (B)(6) 2021 at 19:49:00, 19:59:00, on (B)(6) 2021 at 16:47:00, on (B)(6) 2021 at 08:57:00, on (B)(6) 2021 at 22:08:00, 22:18:00, on (B)(6) 2021 at 01:28:00, 01:38:00, on (B)(6) 2021 at 23:49:00. Pump passed self test and displacement test. However failed the sleep current measurement and active current measurement due to high impedances. . Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. No unexpected power loss, replace battery, replace battery now, low battery, insert battery, and replace battery alarms during testing. Customer alleged for power loss alarm was not confirmed, however charge/battery lasts less than expected was confirmed due to high impedances during sleep current measurement and active current measurement. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer did not received replace battery alert. No harm requiring medical intervention was reported. The device will be returned for analysis.